Event description:
IV / vascular access device - 18 gage, 7ml / sec max with a 4f powermidline bard powermidline catheter had a frayed guidewire and outer catheter was bent. This was noticed before the line was placed in the patient. Procedure was paused while a colleague obtained a new midline kit. When new kit arrived new line was inspected and found to be within normal limits. Procedure completed with no further issues.